Manufacturer narrative:
The ge service rep conducted an onsite investigation. The power supply and the interconnect cable were checked. The cpu programs were reloaded. The system was tested and operates as intended.

Event description:
The customer reported that the system would not produce an x-ray. No pt injury was reported.